Manufacturer narrative:
Final product manufacture and qc record for cov2020024 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with dmr.the test results of retained cov2020024 can meet the qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified.

Event description:
False positive result(s). Customer stated that he tested positive over the course of 10 days. Tested negative on binax, ihealth, and pcr. Isolated for 6 days as a result of the positive test results. Wife and son used in may with no issues. Believes he will always test positive with our brand.